Event description:
It was reported that the patient went to the hospital because the device was beeping. The staff was unable to interrogate it even with repositioning the wand. Technical services advised to replace the product. The doctor successfully explanted and replaced the device with a new one. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient went to the hospital because the device was beeping. The staff was unable to interrogate it even with repositioning the wand. Technical services advised to replace the product. The doctor successfully explanted and replaced the device with a new one. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The case was opened, and the circuitry was examined. External power was applied to the hybrid circuit. The device began beeping and the beeping sequence was not normal. While the device was beeping under external power, a magnet was placed over the hybrid for 30 seconds and removed. The device continued to beep. The lab removed a custom chip from the hybrid and replaced it with a new one. The beeping continued. Analysis concluded that the cause of the beeping was a digital ic failure as that is what controls loading the custom chip memory into the memory of the device.